Manufacturer narrative:
Manufacturer's investigation conclusion: the reported loss of power event was confirmed via log file analysis. The heartmate ii system controller (serial #: (B)(6)) was returned for analysis, a log file was submitted for review, and a log file was downloaded for review as well. The log files contained overlapping events spanning approximately 5 days (day 11 hour 14 minute 40 ¿ day 15 hour 8 minute 3, day 0 hour 0 minute 0 ¿ day 0 hour 13 minute 11, day 0 hour 0 minute 0 per timestamp). Events occurring on day 0 are from when the system clock was reset after loss of power. On day 15 hour 8 minute 3 there was a dual disconnection of the power leads while performing a power source exchange from the power module to battery power. This dual disconnection event caused a pump stop and caused the system clock to reset. The pump restarted once power cables were connected to 14v battery power. There were no other notable alarms active in the log file. The system controller was tested and passed all stages of preliminary and functional testing. The device was able to operate on a mock loop with no issues. Additional information communicated on (B)(6) 2021 indicated that the patient¿s caregiver had panicked and disconnected both power leads at the same time causing a clock reset on the controller and a pump stop. The root cause of the reported loss of power was determined to be due to both power cables being disconnected, as reported. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications prior to being ordered on (B)(6) 2017. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use (IFU) section 3 ¿ ¿powering the system¿ and the heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clips and 14v li-ion batteries. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event occurred at (B)(6) hospital in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number 2916596-2021-04829. It was reported that the patient was found unconscious in cardiopulmonary arrest by a family member in the morning. At that time the pump was running on the power module without alarms. The caregiver was anxious and in confusion disconnected both system controller power leads at the same time, causing a complete loss of power to the system a pump stop and a controller clock reset. The patient was taken to the hospital, and the cardiac arrest had continued for a long time and consciousness did not return. It was noted that the patient had a do-not-resuscitate order. Log file analysis captured 1 pump stop and 1 low speed hazard on (B)(6) 2021, which appeared to be the result of the system controller briefly losing power, as evidenced by the controller's clock being reset. A head computed tomography (CT) scan was done and was negative for stroke. The patient expired on (B)(6) 2021. The cause of death was not known.